Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/levergaing the device during use. Per dfu-0054-eo r5, precaution 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
On (B)(6) 2023, a medwatch notification was received via email that facility representative reported an ar-3636 knotless fibertak inserter tip broke inside the patient on (B)(6) 2023 during a procedure. The broken tip was noticed during a post-operative x-ray scan. On (B)(6) 2023, the patient underwent a revision procedure to have the fragment removed. This was sent in for a gross pathology. No further information was reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.